Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced deflation on the right side and capsular contracture baker grade unknown on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 325cc, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2020. This report is for the right breast prosthesis.